Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading high mg/dl on her tandem insulin pump. No bg meter comparison value was taken at this time. Later in the evening, the patient began feeling confused and shaky. The patient¿s husband treated her with an insulin injection based on the cgm¿s high mg/dl reading but they could not recall how much was injected. At some point, the patient¿s husband decided to take the patient to the emergency room (ER). At the ER, the patient had blood work done, but she could not recall her bg meter value. There was no cgm value being provided at this time, as the hospital staff removed the patient¿s sensor upon arrival. During her hospitalization, the patient was treated with insulin injections. The patient was discharged home after 4 days. The patient was doing okay at the time of the report. Of note, despite having no cgm /bg comparison values throughout this event, the patient was alleging a cgm inaccuracy. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.